Manufacturer narrative:
(B)(4). Mfg site name - freudenberg medical. A visual examination of the returned uphold vaginal support system revealed that the blue with white stripe dilator has a suture with no dart. The dart was returned with no amount of suture attached to it indicating that the dart detached cleanly from the suture. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation on (B)(6) 2017. According to the complainant, during the procedure, the needle detached while implanting the first leg. It was too small to be removed and was left inside the patient. The procedure was completed with another uphold vaginal support system device. The patient's condition at the conclusion of the procedure was reported to be stable.